Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt for returned product.

Event description:
Molar is damaged now [tooth injury]. Metal pin comes loose from head of brush head during brushing, my molar is damaged now [injury associated with device]. Metal pin comes loose from the head of the brush head during brushing [device breakage]. Case description: a consumer of unspecified age and gender reported that a metal pin came loose from the head of the oral-b brushhead, version unknown while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer stated that his or her molar was damaged now. The case outcome was not recovered/not resolved. No further information was provided. On (B)(6) 2016 received follow-up from consumer: the consumer reported that the logo was gray, and when he or she tried to scratch it off with a coin, nothing happened. The case outcome remained not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product will not be returned.

Event description:
Molar is damaged now / damaged the glaze of tooth, glaze that's been removed [tooth injury]. Metal pin comes loose from head of brush head during brushing, my molar is damaged now / metal pin came out and has damaged the glaze of tooth [injury associated with device]. Metal pin comes loose from the head of the brush head during brushing; metal pin came out [device breakage]. Tooth has become weak [tooth disorder]. Case description: a consumer of unspecified age and gender reported that a metal pin came loose from the head of the oral-b brushhead, version unknown while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer stated that his or her molar was damaged now. The case outcome was not recovered/not resolved. No further information was provided. On 09-apr-2016 received follow-up from consumer: the consumer reported that the logo was gray, and when he or she tried to scratch it off with a coin, nothing happened. The case outcome remained not recovered/not resolved. No further information was provided. On 30-apr-2016 received follow-up from consumer: the consumer reported that when he or she was brushing his or her teeth at the back of his or her mouth, that metal pin came out and had damaged the glaze of his or her tooth. The consumer stated that at this time the dentist would not do anything about it because he or she "didn't have any bother." However, the consumer stated that the tooth had become weak because of this, and if he or she got a hole in his or her tooth then it would need to be pulled. The consumer asserted that the glaze that had been removed would not come back either. The case outcome remained not recovered/not resolved. No further information was provided.